Event description:
During service by baxter technician the device failed accuracy test with underdelivery on channels a and b. No record of any pt incident involving the pump since the last baxter service event.